Event description:
The customer reported having high blood glucose for several days. The caller experienced nausea and vomiting. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The caller declined further testing. A day later, the nurse called to report that the customer was in the emergency room with high blood glucose of 290mg/dl. The events leading to her admission was throwing up. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.